Event description:
A pt reported experiencing inaccurate erratic results with a lifescan, one touch ultra meter. The pt's blood glucose results were 102, 147, 137 mg/dl. Tests were done within 10 minutes with a difference of 21%. Pt did not experience any adverse events.